Manufacturer narrative:
The device was evaluated by a hospital biomed with support from a philips rse and the issue was confirmed. The issue was resolved by replacing the therapy receptacle and the product is back in service.

Event description:
Philips received a complaint on the dfm100 device indicating that there was a therapy port issue. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.